Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm and unexplained no delivery alarm. Customer's blood glucose value was unknown. Customer stated that insulin pump was squirting insulin during the manual prime process. Customer stated that they had been required to prime or rewind more than once. Customer stated that insulin pump was rejected new batteries, battery life was diminished but not less than 7 days. The device will not be returned for analysis.